Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibia at the cement to implant and bone to cement interface. Cement used was unknown. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  h6 patient code: no code available (3191) was used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient received a right primary attune tka to treat end-stage osteoarthritis secondary to trauma. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. In a clinic visit on (B)(6) 2018:, the patient reported a pain score of 3 out of 10. The patient reported that the pain increases with walking and interferes with adls. Previous imaging scan dated (B)(6) 2017 suggested loosening and varus migration of the tibial tray. Bone scan dated (B)(6) 2018 confirms loosening of the tibial tray. Joint fluid aspiration shows an elevated crp of 1.6. Patient is referred for revision of right tka. On (B)(6) 2018, the patient received a right revision to treat pain secondary to loosening and varus migration of the tibial tray. Upon entering the joint, the tibial tray was grossly loose and debonded at the cement to implant interface. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with a tc3 revision knee utilizing competitor cement x 3 and a synthes screw. The procedure was completed without complications. The patient received 2 preoperative joint aspirations due to an elevated crp of 1.1. The first results identified an elevated wbc count with a culture positive for p. Acnes. The second aspiration sent for synovasure was negative for infection. Intraoperative pathology returned with an elevated wbc count just over 1,000, but cultures did not identify an infection. The elevated inflammatory markers are captured as inflammation. On (B)(6) 2018, the patient reported right incision site pain, drainage, and swelling. Surgeon requests lab workup to determine if the site is infected. Crp is elevated at 1.9 mg/dl. Patient is diagnosed with suture and cutaneous abscess and delayed wound healing. Radiographic images are ordered and patient is prescribed wound care debridement and oral antibiotics. On (B)(6) 2018, the patient received a right knee superficial incision and debridement to treat pain, swelling, and purulent drainage secondary to postoperative superficial cutaneous abscess. Radiographic imaging identifies a well-fixed and stable tc3 revision knee. The procedure was done in by a wound care specialist. The patient is to continue oral antibiotic treatment. (B)(6) 2018, the patient had a follow-up post wound care cleaning. Abscess is healing nicely. During a clinic visit on (B)(6) 2018, the patient reported bilateral ankle swelling, fatigue and dyspnea. Physical exam confirms bilateral pedal edema +3. A cbc and metabolic panel are ordered. Hba1c indicates the patient may be pre-diabetic. The patient is prescribed furosemide to treat the edema. No further treatment required. Clinic note dated (B)(6) 2019: patient presented with right knee pain and swelling one-year s/p revision. Radiographic imaging identifies heterotopic ossification on the distal femur when compared with previous studies. Physical exam confirms 2+ right knee edema and tenderness. Blood tests are ordered. There is no indication of infection. Patient is referred for a bone decompression procedure to excise the periarticular bone spurs. On (B)(6) 2019, the patient received a right knee bone decompression to treat pain and walking difficulty secondary to heterotopic ossification. Intraoperatively, the surgeon removed anterior suprapatellar bone spurs and adhesions and performed a synovectomy. All components were well-fixed and retained. The patient received an anterior adductor canal nerve block catheter for postoperative pain relief. The procedure was completed without complications. Pathology of the excised tissue was benign, and no infection was identified. Clinic notes dated (B)(6) 2020: patient reports pain, swelling, and significant drainage from the operative site. Phone nurse instructs the patient though a dressing change. Patient is educated that drainage, pain, and swelling is an expected postsurgical outcome. Patient makes a second call to report the catheter for his nerve block dislodged. He noticed that the tip of the catheter was black before he reinserted it and taped it down. The on-call pa instructed the patient to never reinsert a catheter and refers the call to a pain specialist. The pain specialist instructs the patient to immediately remove the catheter due to broken sterility, risk of infection, and unknown depth of catheter tip. Patient is prescribed oral medication for pain management. Clinic notes dated (B)(6) 2019: patient reports a decrease in pain and wound drainage. Clinic notes, radiology report, and lab results dated (B)(6) 2019: patient presents with pain, stiffness, increasing wound drainage, swelling, and fever. Purulent pus is expressed with gentle palpation of the incision. Radiology identifies a stable revision knee. Lab results: wbc elevated at 15.5 k/ul and neutrophils at 12.8 k/ul (83%). Patient is referred for emergent I & d with liner exchange due to suspected infection. Dor: (B)(6) 2019: patient received a right knee I & d with insert exchange to treat postoperative infection. Upon entering the joint, the surgeon identified and extracted abundant periarticular pus. The surgeon confirmed gross infection of the joint space. The insert was without defect and exchanged for a like tc3 insert. Periarticular infected tissue was excised, and gentle debridement performed with methylene blue and thorough irrigation with saline. Tissue and pus were sent for culture. The surgeon believes this infection is a result of the bone decompression performed on (B)(6) 2019 as there was no infection present in that case. The procedure was completed without complications. Operative notes are available on page 6. Infectious disease consult dated (B)(6) 2019: intraoperative pathology confirms superficial and deep mssa infection. The physician concurs with the surgeon that the infection is acute in nature, secondary to the bone decompression procedure. The patient is prescribed 6 weeks of IV antibiotics followed by 6 months of oral rifampin and cipro and then lifetime oral antibiotic prophylaxis. PICC line placement dated (B)(6) 2019. Patient reported temporary facial numbness immediately following placement of a PICC line. A chest x-ray confirmed proper placement. A head CT was ordered as a precaution. The CT indicated the patient had chronic microvascular ischemia that was unrelated to the placement of the PICC line. The facial numbness resolved within 4 hours with no further complications. A baseline ECG is performed for monitoring. The ECG results indicate the patient has evidence of qrs infarct and non-specific repolarization abnormalities that are consistent with preoperative ECG results. Patient is cleared for antibiotic therapy. The patient is released to his own care after thorough postoperative care education on (B)(6) 2019. Ed notes dated (B)(6) 2019: patient presents to the ed at 0152 hours. He states that he lives alone and is unable to perform his postoperative care and IV infusions by himself. He requests a transfer to a rehab facility. The nurse notes the dressing is saturated and patient reports he has not maintained his IV antibiotic infusions as prescribed. Results of a blood draw indicate an elevated wbc at 11.5 k/ul and crp at 2.8. The wound is swollen and oozing serosanguinous fluid. Ed notes dated (B)(6) 2019: patient presents with pain, swelling, and wound drainage secondary to superficial wound dehiscence with intact staples. Blood work indicates an elevated crp of 5.3 and anemia. Radiographs identify a well-fixed and aligned tka with no bony changes. The patient is referred for an emergent surgical repair of the wound. Doe: (B)(6) 2019: patient received a right surgical repair of a superficial wound dehiscence. Upon entering the joint, the surgeon identified and excised all friable tissue and a mucous like membrane from the capsule. The deep capsular repair had partially dehisced and was repaired with competitor suture. The surgeon performed a thorough antibiotic wash-out. There were no product defects and no revisions were performed. The procedure was completed without complications. Clinic visit dated (B)(6) 2019: patient labs indicate elevated crp and anemia. Wound healing as expected. Clinic visit dated (B)(6) 2019: patient reports improved mobility and reduction in pain. Patient reports he has been incorrectly taking half of the rifampin dose prescribed. Patient verbalizes an understanding of the importance of strict adherence to the antibiotic schedule. Wound is well-healed and approximated, and sutures are removed. Crp is still elevated at 3.5. Clinic note dated (B)(6) 2019: patient reports some wound drainage. Crp is still elevated at 1.2 but trending down. 12 lead ECG ordered as a part of routine rifampin/cipro antibiotic treatment. Clinic note dated (B)(6) 2019: wound healing is progressing nicely. Crp is within normal limits at 0.3. Telehealth clinic note dated (B)(6) 2020: telehealth visit required due to covid restrictions. Check up two weeks after patient removed from 6-month rifampin/cipro treatment and placed on lifetime doxycycline antibiotic prophylaxis. Patient had not been taking the doxycycline as prescribed. Physician provides education on the importance of antibiotic suppressive therapy. Patient verbalized understanding of antibiotic side effects and reasons for strict adherence to the treatment protocol. Patient call (B)(6) 2020: patient calls to report acute onset right knee pain, swelling, redness, night sweats, chills, and systemic puritis. Patient reports the knee is warm to the touch and the swelling is so severe that he is having difficulty walking. Patient denies any trauma to the knee. Patient is 2 weeks s/p cessation of broad spectrum antibiotic suppressive therapy for chronic infection. Patient sent for stat blood work. Results: crp 25.6 mg/dl, elevated pt 14.7 sec., wbc 17.7 k/ul with neutrophils at 89% (15.7 k/ul). Clinic note dated (B)(6) 2020: joint aspiration performed. Fluid was cloudy and positive for calcium pyrophosphate crystals, gram positive for cocci, and positive for staphylococcus aureus. Physician refers patient for emergent right knee revision surgery due to severe sepsis. Dor: (B)(6) 2020: patient receives stage 1 of a two-stage revision of the right knee to treat pain, swelling, walking difficulty, and puritis secondary chronic infection progressing to severe sepsis. Upon entering the joint, the surgeon encounters and removed gross purulence from the joint. Significant synovitis and infected tissue were debrided. All components were explanted and replaced with depuy products and competitor cement x 5, and stimulan antibiotic beads. The procedure was completed without complications. Of note: patient currently suffers from alcohol abuse disorder and is placed on ciwa protocol while in the hospital. Patient also requires a respiratory therapy consult due to preexisting severe obstructive sleep apnea. Stage 2 is scheduled for (B)(6) 2020, pending infection clearance.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Update: medical records received 17 june 2019 were reviewed 09 july 2019 for MDR reportability. Part/lot information was provided. Radiography notes reported that there was varus collapse of the tibial component, but the revision notes only mentioned loosening. Doi: (B)(6) 2016. Dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photographs have been provided for review (alert date: 12 june 2020). No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.